Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. Additionally, there was contamination at the j101 and on the sd card, causing abnormal shutdowns and a service code 104. Incoming testing confirmed the functionality of the ECG acquisition and pulse delivery circuitry. The monitor passed essential performance testing. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.